Event description:
A (B)(6) female patient contacted zoll customer support for an unrelated issue. During servicing, a reportable event was discovered. The belt failed a pulse delivery test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed a pulse delivery test. Upon evaluation, there was poor solder joints at the pulse wires inside the distribution node (dn). The cause of the pulse delivery failure is the poor solder joints in the dn. The root cause of the poor solder joints cannot be positively identified but is likely assembly error. No adverse event resulted from the poor solder joints. The patient received a replacement electrode belt.